Event description:
It was reported by the patient that device alert has been sounding everyday at the same time. The patient indicated that the clinic has checked the device on many occasions and it cannot be determined why the alert is sounding. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.